Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left gonadal vein using ruby coils, pod coils, and a non-penumbra microcatheter. It was reported that the hospital staff found a ruby coil and pod coil broken upon removal from the packaging hoops. The damage to the ruby coil and pod coil were found prior to use, and therefore, they were not used in the procedure. During the procedure, while advancing a pod coil into the microcatheter, the pod unintentionally detached; therefore, the microcatheter containing the detached pod coil was removed, and the pod coil flushed out. The procedure was completed using other ruby coils, pod coils, and the same non-penumbra microcatheter. There was no report of an adverse effect to the patient.